Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient told surgeon that he wasn't having a lot of pain but wasn't getting the rom that he had been getting. This patient had a left hemi shoulder replacement done for a fracture back on (B)(6) 2015. The surgeon thought that maybe he had over-stuffed the joint and wanted to remove the head/collar and put on a smaller head. The surgeon removed the head/collar and trialed with a 44 head. He said that he felt that it improved the stability. He then closed the patient up and was happy with the result. The surgeon felt he needed to downsize the head so stability and lack of rom was the main issue from what I understood talking with the surgeon. No loosening and surgical delay noted. Doi: (B)(6) 2015, dor: (B)(6) 2020, left shoulder.